Event description:
It was reported that during a roux en y, the right distal half of the staples were not forming correctly. The device was used for a second firing with the same results. The case was completed with suturing. There was no consequence to the pt.

Manufacturer narrative:
0eval summary: the analysis results showed that one device was returned with no visual non-conformances and with a fully fired cartridge. The device was tested for functionality with a test cartridge; the device achieved a complete 3-strokes and fired without any difficulties noted. Event described could not be confirmed as the device achieved a complete firing cycle, the staples formed as intended and it opened and closed without any difficulties noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.